Event description:
It was reported that the user received an occlusion alert on an ilet system with a reported blood glucose of 374 mg/dl. Under guidance, the use disconnected the infusion set and performed a manual prime until drops were observed, indicating flow; the user believed their blood glucose was elevated related to recent food intake. Customer care provided support that included insulin delivery and occlusion alert handling. Investigation of this case revealed no persistent occlusion after priming and adequate insulin flow once drops were observed, with no device malfunction confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included user troubleshooting and education completed with no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.